Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. Reportedly, patient received a call service 064 alarm after rebooting and completing prime steps to clear an occlusion alarm. Patient reported that he was unable to prime manually with or without the tubing. Patient was instructed to change cartridge and was then able to prime successfully without alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.